Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 491 mg/dl. To address the bg level, the customer delivered a correction bolus. Reportedly, the customer entered a carbohydrates value of "37 grams" and a bg value of "491"' into the bolus screen, and only received a bolus of 1.85 units. The contact inquired why the pump did not deliver a bolus to cover for food consumed and the elevated bg level. Tandem technical support educated the contact that the correction bolus calculation must be selected by pressing "yes" on the bolus menu if the customer desires to receive both a food and correction bolus. The contact acknowledged the information but believes the customer did select "yes". Tandem technical support requested the customer upload the pump data logs for further review of the event. Although requested, no further information was provided on the reported event.